Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A sys alarm occurred at the start of a routine hemodialysis treatment. The operator did not attempt to resolve the alarm and ended the treatment without performing rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing risnseback as directed in the user's guide following an unrecoverable alarm. The user's guide contains adequate info regarding possible causes of alarms and alarm recovery instructions. Occasional alarms during dialysis are expected and should not result in blood loss if device labelings followed. The exact cause of the alarm is unk. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.